Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative (rep) went to the site to test the equipment. The rep checked the camera detail and tested functionality. The camera was functioning properly after check out. It was noted that the spheres being replaced is what resolved the issue. The navigation system passed the system checkout and was found to be fully functional. No parts have been received by medtronic for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that during the case the camera was not tracking the spheres on the instruments well. The spheres were flickering on the screen. The site tried to move the camera around and made sure the spheres were dry and clean, but the issue persisted. To resolve the issue, the site opened up a new pack of spheres and replaced the ones that were not working well. This completely corrected the issue. They proceeded with the case with a delay of less than a couple minutes to switch out the spheres. There was no patient harm or impact on patient outcome due to this issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the site tried moving the camera first, and this did not work. They then proceeded to wipe the spheres off with wet, then dry gauze. This didn¿t provide any results to the issue. They then proceeded to just replace spheres which corrected the problem of flickering. It is noted that a possible cause of the issue was that the site didn¿t properly dry spheres or there was still blood impacting the spheres to reflect back to the camera causing flickering.

Manufacturer narrative:
Correction: aware date of information in follow up report 003 was 2020-04-16, and not 2019-04-16. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: conflicting information was received that the spheres were not replaced. Follow-up is being conducted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation: a software analysis was completed to investigate probable cause of the reported issue. However, the software analysis was unable to determine probable cause without further information since the behavior could not be replicated. If information is provided in the future, a supplemental report will be issued.